Manufacturer narrative:
Although the result from this test was not used for patient reporting and no adverse outcomes were reported, qiagen is reporting this event in an abundance of caution and in accordance with eua requirements.

Event description:
Specimen which tested positive on qiareach sars-cov-2 ag test was negative on a subsequent pcr test.